Event description:
Outer catheter petals are indented, deformed [device physical property issue]. Exposed filaments- tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon petals are indented. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Outer catheter petals are indented, deformed [device physical property issue] exposed filaments- tampon [device breakage] case narrative: consumer reported via phone that the tampon petals are indented. No injury reported.